Manufacturer narrative:
Investigation: customer returned (7) loose 1/2cc, 6mm, 31g syringes. Customer states that there are bubbles in some of the syringes and there are "nicks" on the needles and they're not smooth. All returned syringes were tested for point geometry, lube, and cannula od. Also, no foreign matter was observed in or on any of the returned samples. All samples were also tested and all were able to draw and expel properly without any observed defects. All observations fall within specifications. A review of the device history record was completed for batch# 9084971. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200816382, 200816039] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that cannula is not smooth with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: stated, when she runs her finger alongside the needle, its not smooth.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9084971, medical device expiration date: 2024-04-30, device manufacture date: 2019-03-25; medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cannula is not smooth with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: stated, when she runs her finger alongside the needle, its not smooth.